Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving "1 mcg/ml morphine at a dose of 100 mcg/day" via an implantable infusion pump for non-malignant pain and chronic low back pain. It was reported that the pump was replaced and the hcp would like to have it tested. In the last year or so the patient was appearing to get more medication then towards the last 2 weeks prior to refill would seem to get less medication. The hcp was reporting overdose then underdose symptoms. The pump was to be returned for analysis and no further complications were expected or anticipated.

Manufacturer narrative:
Analysis of the pump (sn: (B)(4)) found no anomaly. The pump passed all analysis testing. If information is provided in the future, a supplemental report will be issued.